Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge and was advised by technical support to clean the pneumatic tap area with an alcohol wipe or lint-free cloth. The customer did not have another cartridge, and troubleshooting was not concluded as the follow-up by technical support could not be completed due to the customer being unavailable. Further follow-up was planned.